Event description:
Analysis of the software flashcard was completed on 02/27/2015 and the alleged screen freeze was not verified. The flashcard performed as expected according to specifications. No anomalies were identified during the flashcard analysis. Analysis of the handheld computer was completed on 02/27/2015 and no anomalies were identified. The handheld performed as expected according to specifications.

Event description:
It was reported that the handheld device had not been working for a long time. The handheld screen would freeze and was unable to be reset. Different programming wands were used with the handheld but the issues continued. The handheld device and software flashcard have been returned to the manufacturer where analysis is currently underway.